Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: blood glucose (bg) of 49 mg/dl was recorded by continuous glucose monitor (cgm) at (B)(6)pm on (B)(6)2019. Cgm alert 1 (cgm low alert) was annunciated. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed at (B)(4)am on (B)(6)2019. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40's mg/dl. The cause of bg was unknown. Reportedly, customer consumed candy to address bg.